Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the t11 trajectory was off during a t2-l3 case. The surgeon thought the trajectory was more medial and did not like the placement. Left t11 was skipped and a new segment was started with t11. T11 was 3-5 mm more lateral from the original trajectory and the plan was not changed. The surgeon was happy with the trajectory and the case was completed. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.